Event description:
As reported by customer concerning the device: "piece can catch on linens, bed rails, etc and inadvertently snap which leaves potential for a plastic embolic piece to enter pt's circulatory system".